Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: 8. Strip code: 8. Strip storage: good condition. Symptoms: a little shaky. A pt reported they were seen by a nurse. Their meter allegedly was inaccurately low. The result on their meter was 40 mg/dl. The result on the nurse's meter was 202. The time difference between pt's meter and nurse's meter was greater than 30 minutes. Treatment was unknown. No further info has been reported.